Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This rv lead is being used with another manufacturer's device, so technical services (ts) recommended considering imaging or replacing the lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This rv lead is being used with another manufacturer's device, so technical services (ts) recommended considering imaging or replacing the lead. This rv lead was surgically abandoned and replaced. The rv lead has not been received for analysis. No additional adverse patient effects were reported.